Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the plastic on the cartridge was melted. Reportedly, the contact was unable to slide the cartridge on after it was filled with insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.